Event description:
It was reported that an unspecified quantity (at least five [5]) of em2400 valve sets leaked at port 2. The issue occurred during an unspecified process step prior to patient use. Therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to g3: date received by MFR: 04/08/2022 (previously submitted as 4/13/2022) b5: during follow up, it was clarified that an unspecified quantity (3-4) of em2400 valve sets leaked at port 2. H4: the lot was manufactured from november 18, 2021 - november 22, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.